Event description:
It was reported that the external pulse generator (epg) will not continue pacing for a minimum of 15 seconds when replacing the battery. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Lower case and side bail covers are broken. Battery contacts are compressed.